Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right groin. The 90% stenosed de novo lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 185cm pt2 guide wire was selected and during use the distal 10mm of the guide wire fractured and remains inside the patient at the left anterior descending artery (lad). The procedure was completed. No further patient complications were reported. The patient status is ok.

Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right groin. The 90% stenosed de novo lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 185cm pt2 guide wire was selected and during use the distal 10mm of the guide wire fractured and remains inside the patient at the left anterior descending artery (lad). The procedure was completed. No further patient complications were reported. The patient status is ok.

Event description:
(B)(4). It was reported that during an unspecified treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right groin. The 90% stenosed de novo lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 185cm pt2 guide wire was selected and during use the distal 10mm of the guide wire fractured and remains inside the patient at the left anterior descending artery (lad). The procedure was completed. No further patient complications were reported. The patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received with the distal tip missing. Visual analysis of the pt2 light support 185cm straight guide wire revealed the nitinol ribbon exposed at the tip, the ss tip ribbon is missing/detached. The nitinol ribbon is not fractured. The length of the wire is within specification. Sem and eds analysis yielded the presence of tin (sn) and exhibited remnants of the tungsten filled poly material. Tin (sn) was detected on both sides of the nitinol ribbon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)